Manufacturer narrative:
Investigation: investigation conclusion: evaluation of the DHR did not identify any issues relating to the reported defect. No objective evidence was provided in support of this complaint. Root cause description: missing labels is mainly caused by a timing issue on the labelling equipment. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that bd a-line¿ syringe has a missing label. No serious injury. No medical intervention.